Manufacturer narrative:
(B)(4). This is report 2 of 2 from the reporter. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of candida infection in a (B)(6) old male patient coincident with dianeal pd4 ambuflex (dianeal pd4 sys ii w/1.5% and 2.5% glucose) and dianeal pd4 freeline solo w/1.5 % and 2.5% glucose therapies. This is one of two patients from the same reporter. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dianeal pd4 sys ii w/1.5% glucose, 3000ml) (dianeal pd4 sys ii w/2.5% glucose, 9000ml) and dianeal pd4 freeline solo w/1.5 % and 2.5% glucose (1500ml) ( frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced a candida infection. On (B)(6) 2011, dianeal therapies were withdrawn and the patient was switched to hemodialysis (hd). Treatment information was not reported. The outcome of the candida infection was not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A batch review was not conducted as the lot number was unknown. The root cause for the reported condition of peritonitis was undetermined. There was no device malfunction or use error identified.